Event description:
Original description of event in (B)(6) hospital (B)(6) germany: a employee connected an oxygen pressure reduction valve to a 3l cylinder. The reduction valve got hot during opening the cylinder valve. Than the employee closed the valve and burned his hand. The employee affirmed that he had not used any disinfectants or hand cream.

Manufacturer narrative:
The most possible cause of ignition: insufficient tightening of the inlet nut on the cylinder valve.